Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electronically leaky capacitor, designator c4, which depleted the internal hlc batteries. A replacement device was sent to the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would no longer power on. There was no patient use associated with the reported failure.